Event description:
It was reported that two ems were used during a laparoscopic hernia. It was reproted by the rep that the two staplers appeared to not form staples properly. The case was completed without incident with 3rd stapler. There was no consequence to the pt.